Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an infusion set bent cannula event on (B)(6) 2026. The insertion site was abdomen. Patient also experienced high blood glucose level at the time of event patient took correction injection via mdi to resolve the issue.